Event description:
Dealer alleged that the right caster is bent. The dealer stated that the end user hit a crack near a gutter which resulted in him falling out of the chair because he was not wearing his seat belt.